Event description:
It was reported that a patient was unable to adjust their stimulation. The programmer was displaying the "call your doctor" icon and error code 509 bit exception error appeared. A physicians-mode-recharge (pmr) was required to reset the implantable neurostimulator (ins). The ins was activated and the patient was "happy".

Event description:
Event was previously reported but additional information reviewed indicated that device was an activa pc neurostimulator and physician mode recharger (pmr) could not performed with an active pc. Any additional information received will be reported.

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).